Manufacturer narrative:
Brand name: unknown/not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not removed. PMA/510(k)#: unknown, as model number was not provided. Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) came out of the cartridge too early. There was patient contact. It was stated that there was no patient consequences. The doctor used another lens and finished the case.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Upon further follow-up, it was learnt that the suspect lens did not go into the patient¿s eye. It was stated that while inserting the lens into the eye, the lens started to come out of injector too early prior to insertion. There were no adverse effects. The event did not alter any surgery steps other than the doctor asked for the back-up lens. Therefore, no further information will be provided under this manufacturer report number 2648035-2019-00345. Moreover, it was provided that the serial number for the suspect lens in this event was (B)(4) which was not captured in the initial report in manufacturer report number 2648035-2019-00345. The following sections then have been updated: expiration date: 7/24/2021. Catalog#: pcb0000240. Serial #: (B)(4). Unique identifier (B)(4). Device manufacture date: 07/24/2018. Device evaluation: the pcb00 insertion device was received on the original box. The plunger was observed in advanced position. The pcb00 device was observed under microscope and scarce amount of viscoelastic were observed at the cartridge. The directions for use (dfu) states to completely fill the viewing window of the pcb00 with ovd. There were no damages or errors observed on the assembly. The lens was observed stuck in the cartridge. The reported issue uncontrolled delivery was not verified however a stuck in cartridge was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported device was handling and prepared for surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. The product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. No further information will be provided under this manufacturer report number 2648035-2019-00345.